Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing records is not possible. The information provided is limited. Additional information has been requested; however at this time the patient contact is unwilling to provide any additional details. Based on the information provided, no conclusion can be made at this time. Should additional information be provided, a supplemental MDR will be submitted. This file represent the bard ventrio hernia patch and additional MDR was submitted to represent the bard ventralex st hernia patch. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in (B)(6) 2013 the patient was implanted with a bard ventralex st hernia patch during an abdominal hernia repair procedure. The contact reports that post operatively the patient experienced dehiscence of his abdominal incision and had to pack his wound daily for one month as it had to heal from the inside out. As reported the patient experienced chronic abdominal pain and bowel obstructions and in (B)(6) 2015 underwent a revision procedure and was implanted with a bard ventrio hernia patch. It is reported that the surgeon found numerous adhesions during the procedure and the patient continues to experience abdominal pain and discomfort. The contact states that he does not know if the bard ventralex st hernia patch was explanted during the 2015 procedure. As reported the patient has followed up on numerous occasions with his doctor for medical intervention.